Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, interstim urinary mgu lead, implanted: (B)(6) 2017. 3058, interstim urinary mgu lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined high impedance and high threshold on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.